Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post pocket revision (reported in MFR report # 3006705815-2019-04302) patient developed hematoma at the ipg pocket site. As a result, patient underwent surgical intervention where in the entire scs system was explanted. Patient is doing well post explant.